Manufacturer narrative:
(B)(4). Date sent: 6/22/2023. Additional information was requested, and the following was obtained:does the surgeon believe the ethicon device may have caused or contributed to the bleeding? If so, why? Not at this time.

Manufacturer narrative:
(B)(4). Date sent: 6/15/2023. B3: exact date is unk. Assumed 1st day of the month. D4: batch#: unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested, and the following was obtained: what is meant by ¿there was bleeding about 5 cm from staple line¿? Was the bleeding intra-op or post-op? What was done during re-op? What color cartridge was used during the creation of sleeve? Was buttressing used? On which firing was there active bleeding? Does surgeon pulse fire? Are pictures available? Answer: bleeding observed on about 5cm lateral to the staple line on the stomach tissue not the staple line intra op. Patient developed post op bleeding and was brought back for surgery for a wash out and transfusion. Surgeon used 2 blue reloads and 3 white reloads. All 60mm. No bleeding observed on the staple line. Surgeon does pulse fire. No pictures available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: does the surgeon believe the ethicon device may have caused or contributed to the bleeding? If so, why? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post op to the sleeve gastrectomy procedure the device preformed well and staple line looked great. There was minor oozing but rep and surgeon noticed there was bleeding about 5 cm form the staple line. Surgeon used bovie to control bleeding. The patient was brought back in to emergency on (B)(6). The patient's belly was full of blood so the surgeon had to operate and transfuse the patient and now the surgeon believes there was bleeding at the staple line around mid-point. There was a couple of spots on the staple line where he bovie from minor oozing. Unknown the condition of the patient at this time. No buttress was used.